Event description:
It was reported the pt experiences pain at the ipg unrelated to stimulation on/off or charging. The pt has scheduled an appointment to see the physician.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.